Manufacturer narrative:
(B)(4). The device history review for product dermahook 1/2 hooks 10 pkg/bx 6 hks/pkg, lot #73b1600483 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The elastic broke off during normal use. The patient's condition was reported as unknown at this time.